Manufacturer narrative:
Correction: d4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic unknown, product type: laa coverage device access tool and exchange wire; product ID: non-medtronic unknown, product type: sheath; product ID: non-medtronic unknown, product type: diagnostic catheter; product ID: non-medtronic unknown, product type: intracardiac echocardiography catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the patient remained hospitalized for approximately one week and then went to rehabilitation. The patient was discharged from rehabilitation approximately one week and a half later.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, after left atrial and right atrial ablation was completed and while transitioning to a another portion of the procedure, a bubble sensor error occurred and the catheter was immediately removed from the body, re-prepared, and then used to continue the ablation. The sheath and ablation catheter were then pulled to the right atrial to ablate the cavotricuspid isthmus (cti) using radiofrequency, after which the sheath and catheter were used to re-enter the left atrium through the transseptal hole, the catheter was removed from the sheath, an exchange wire was placed in the left superior pulmonary vein (lspv), and the sheath was brought into the left atrium over the wire. Transesophageal echocardiography documented trace effusion that was unchanged from pre-procedure and documented normal right ventricular and left ventricular function at baseline with an ejection fraction of approximately 60%. During appendage measurements, blood pressure dropped to 54/40 with inferior lead st changes and st elevation noted almost simultaneously, no femoral pulse was felt, and transesophageal echocardiography was used to sweep the ve ntricles to assess function, at which time right ventricular and left ventricular function were completed. Ventricular tachycardia occurred and cardioversion was performed with success on the second attempt, vasopressors were required, the patient remained intubated, and was admitted to the intensive care unit with hospitalization extended beyond the intended same-day procedure. No further patient complications have been reported as a result of this event.